Event description:
Received info regarding multiple cartridge alarms during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.